Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the control main body (distal end), the cleaning tube mounting connector, and the adhesive around the acoustic lens (ultrasound probe) were chipped. There were no reports of patient involvement.